Manufacturer narrative:
B5 - lens was exchanged with a shorter length lens. Problem was resolved. Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens remains implanted with planned exchange. Cause of event was reported as unknown.